Event description:
It is reported that the ventilator stopped working while it was connected to a patient. It is further reported that alarms were generated, smoke was emitted and an odor of warm plastic was sensed.